Event description:
It was reported that the patients ipg would no longer charge or connect to a programmer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.